Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 10 bd bbl¿ columbia agar plates with 5% sheep blood plates had contaminated agar. The following information was provided by the initial reporter: "plates arrived contaminated. There was growth on the agar when the plates arrived.

Event description:
It was reported that 10 bd bbl¿ columbia agar plates with 5% sheep blood plates had contaminated agar. The following information was provided by the initial reporter: "plates arrived contaminated. There was growth on the agar when the plates arrived.

Manufacturer narrative:
H6: investigation summary: event description: the customer reported there was growth on the agar when the plates arrived. Complaint history review: the complaint trends were reviewed and similar complaints were found for this catalog number. Therefore, a mrb (material review board) was performed and this issue will be investigated within a CAPA (corrective and preventive action). Batch history record (bhr) review: the batch history review did not indicate any discrepancies. All release testing was satisfactory, and no deviations were observed. Sample analysis: retain samples were reviewed and no discrepancy was detected return samples were not provided and the shared picture is not illustrating the complained issue. Evaluation results: at this stage of our investigation, we have excluded any systemic failure in our manufacturing process. Please note that this product does not have an sal claim. It is filled aseptically, therefore an occurrence of a contamination event cannot be entirely ruled out. We only release product batches to the market with an aql (acceptable quality level) = 1.5. Although this contamination level is very low, we cannot completely exclude that a customer may receive a contaminated plate. The review of the batch history did no indicate any discrepancy. Investigation conclusion: although no picture illustrating this issue was shared, the complaint can be confirmed based on the trend the CAPA that was initiated. Bd will continue to monitor incoming complaint for this issue. H3 other text: other.